Event description:
During a spine procedure, we were using the misonix bone scalpel (ref#110-31-110, lot#203166) when the tip of the blade on the scalpel broke off. The team was notified immediately, and the tip was searched for on the field and within the wound. The tip was not recovered from the wound and not found on the field. The md decided to continue with the procedure. X-ray was notified upon closing and a flat plate was ordered for the patient. The radiologist read the x-ray and the piece was not detected in the wound. The md continued to close, and the chart was charted appropriately upon this result.